Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Mother of the patient reported the listed tracheostomy tube was in patient use with a ventilator when the inflation line became disconnected from the tracheostomy tube. According to the reporter, the patient desaturated and required an emergent tracheostomy tube change. The reporter explained that the tracheostomy tube had been reprocessed before event. No permanent injury was reported.